Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the sensor gave a reading of 60 mg/dl while his blood glucose was in the 400 to 499 mg/dl range. Customer stated this occurred right after eating. The customer also stated that this occurred after he received calibration errors and a change sensor message. He declined to be transferred for further assistance. The sensor will not be returning for analysis at this time.